Manufacturer narrative:
E.1 initial reporter facility name -(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had failed. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was not detected on bus. The customer reported that the user was unable to dispense medications to the patient due to the malfunction, which may have resulted in a potential delay. However, there were no adverse events or injuries reported based on this incident.